Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00371: case 2, 3025141-2020-00372: case 3.

Event description:
Article: intramedullary fixation of lateral malleolus using fibula rod system in ankle fractures in the elderly; challagundla, sudhakar rao; shewale, sandeep; cree, calum; and hawkins, amanda; foot and ankle surgery (2018) 423 - 426. Case 1: patient experienced wound issues post op following implantation of a fibula nail. The patient required regular and prolonged wound care.